Manufacturer narrative:
Additional information: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 140h during the process step of priming. The arterial end of the device was found to be cracked. There was no patient involvement. No additional information was available.